Event description:
It was reported that there was an adverse event that had not been reported. It was stated that the customer had to be treated for high blood glucose. Customer did not have any malfunctions to report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.